Event description:
The customer reported that the hard drive crashed upon start up, and would not reboot. No pt injury reported.

Manufacturer narrative:
A ge representative evaluated the system and reloaded software. The system operates as intended.